Manufacturer narrative:
B3 - date of event: unknown. E1 - initial reporter phone- (B)(6). One suspected device was returned for evaluation. The event history log (ehl) was reviewed. "No disposable" alarm was noted in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor).

Event description:
The customer returned the device stating, "the pump alarm went off frequently. This occurred during use". During device evaluation it was found that "no disposable" alarm was recorded in the event log multiple times. This is a high-priority alarm with the potential to stop the pump if the malfunction were to recur during patient use. There was no patient involved and no patient harm.